Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the intended implant depth of the first valve was 3 millimeters (mm) on the non-coronary cusp (ncc). The physician¿s deployment starting point was reported as more the bottom of the pigtail. The delivery catheter system (dcs) was adjusted to start more mid-pigtail. A non-medtronic guidewire was used. The non-medtronic valve was not implanted valve-in-valve as the medtronic valve had dislodged from the aortic annulus and there was no interaction with the non-medtronic valve.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, moderate paravalvular leak (pvl) and under expansion of the valve frame were observed. Subsequently, a post-implant bav was performed while the patient was rapidly paced which was standard for the implanting physician. Following the post-implant bav, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the valve was in the sinuses. Following valve dislodgement, there was moderate pvl but no gradient, and the patient remained stable. Following access site closure, the valve further migrated. Subsequently, a non-medtronic transcatheter valve was implanted. Per the physician, the cause of the dislodge was due to the patient's anatomy, specifically the patient's calcification and septal bulge. Additionally, the depth of implant contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result of the dislodge.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012929070); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.